Event description:
In 2003 pt underwent right inguinal hernia repair with mesh plug. Developed erythema and infection three days later. They sought treatment (IV antibiotics) in ed.

Event description:
Add'l info received from MFR 6/14/03: co is unable to determine what role the mesh might have played in contributing to the pt developing erythema. Co has followed up with the user facility and have requested that they report their investigation results to the co. To date the user facility has not responded to the co's request. Co has reviewed their device history record, sterility record and complaint history for this lot of product. There were no discrepancies observed in either the device history or sterility records.